Event description:
(B)(4).

Manufacturer narrative:
(B)(4) is submitting this report on behalf of b braun (B)(4) (MFR). (B)(4). The device is currently shipping from (B)(6) to bbm laboratory in (B)(4) for investigation and the investigation is on going at this time. A follow up report will be provided when the investigation results become available.